Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pj5578, and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: a picture was received for analysis. Upon visual inspection of the picture, a broken needle in two sections of product code jv987 could be observed. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Additional h3 investigation summary: it was reported performance breakage needle. A suture needle was returned for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of(B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an ovarian cystectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle broke during dermal closure downstream of the crimp area; and fell in the aponeurosis. The needle was removed. There were no adverse patient consequences reported. No additional information was provided.